Manufacturer narrative:
(B)(4). As per the subsidiary, calibration was not attempted immediately prior to the case but multiple attempts to calibrate were unsuccessful. They used local control knobs during calibration. Local control knobs were used when the central control monitor (ccm) slider was unavailable. The sales associate and service engineer confirmed the gas calibration.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was unable to be calibrated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute o2 sensor warm-up period, the pst attempted calibration and calibration failed. The air flow displayed on the ccm was 2.7 l/min even though the set point was 0 l/min. The pst temporarily replaced the internal flowmeter with a lab use internal flowmeter and attempted calibration and calibration passed. No abnormal flow readings occurred with the lab internal flowmeter installed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.